Event description:
A malfunction alarm identified as malf 12 was reported by the customer, accompanied by a fault ID of 12-0x2071. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump and assisted the customer with updating the pump software. After the reset, the malfunction did not recur, and it was resolved that the customer could continue using the pump.